Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked above and below the grip pad, and the returned battery cap was found to be damaged; these device failures directly contributed to the reported issue. The returned battery cap was unable to secure to a test pump per the instructions for use (IFU): the reported issue was duplicated. A test battery cap, which was able to secure to and detach from the pump case per the IFU, was used during the analysis. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery cap contact height measurements were found to be outside of the specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user could not remove the battery cap from the pump. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.